Event description:
It was reported that during a lap cholecystectomy, the bag broke when the surgeon was removing it from the abdomen. The contents remained in the bag and nothing fell into the pt. The same device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.